Event description:
It was reported that the device had unexpected longevity as recommended replacement time (rrt) was indicated after two years and eight months from implant. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was also collected from the device and analyzed. Analysis of the device memory indicated there was a low battery voltage alert for rrt (recommended replacement time). The time of rrt was on (B)(4) 2013 with less than or equal to 2.6251 volts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same band family to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.